Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose was over 400 mg/dl. During a systems check with tandem technical support (cts) it was discovered that customer was filling cartridge with cold insulin, was using fiasp insulin within the cartridge, and was performing the air removal step of the load procedure incorrectly. Cts educated customer on cartridge/insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Use error: per tandem¿s user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. Use error. Per tandem user guide: ensure you first fill syringe with insulin before removing air from cartridge. Removing excess air can affect pressurization and affect how the pump delivers insulin.